Event description:
The customer reported that measuring spo2 with a m3001a measurement server had resulted in inaccurate values.

Manufacturer narrative:
Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).